Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an atrial fibrillation procedure with a navistar rmt thermocool electrophysiology catheter and developed cardiac tamponade. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the reported event, the catheter was tested for electrical performance, temperature response, and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated with carto 3. The catheter was recognized by the carto 3 system, no error messages were displayed, and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a male patient, (B)(6), underwent an atrial fibrillation procedure with a navistar® rmt thermocool® electrophysiology catheter and developed cardiac tamponade which required pericardiocentesis. There is no further information about if any additional intervention was performed. The physician¿s opinion regarding the cause of this adverse event is that this is device related. This adverse event is considered to be serious and MDR reportable. The complaint device has not yet been returned to bwi for analysis.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) of the lot# 17076079m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, serial # (B)(4); cool flow pump, serial# (B)(4); webster 8 pole, lot # 17088711m, lasso, lot#d134301. (B)(4). The product has not been returned. The product investigation is pending.